Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted the customer to go through the load process multiple times. Additionally, the customer was unable to press "done" after loading a cartridge. Tandem technical support could not find any alarms or alerts in the pump logs. The customer changed the cartridge to address the issue and insulin delivery was resumed. Customer's blood glucose was 333 mg/dl.